Event description:
The customer alleged questionable results for five patient samples when tested with the creatinine plus ver.2 (crep2) reagent. The customer provided data for two of the patient samples. Erroneous initial results were obtained on both samples and were reported outside the laboratory. The 1st sample generated a crep2 result of 712 umol/l. The result was reported to the doctor, who called back about the result. The sample was repeated with a result of 79 umol/l. The 2nd sample, tested (B)(6) 2013, generated a crep2 result of 515 umol/l, which was reported outside the laboratory. The sample was repeated with a result of 58 umol/l. There were no adverse events. Ages and genders were provided for the five patients, but not to which samples the ages and genders correspond. The customer was asked to clarify, but has not provided an answer. Four of the patients were female, with ages of (B)(6). One patient was male, with an age of (B)(6). The 1st sample was tested with crep2 lot number 680924, with an expiration date of 12/30/2013. The 2nd sample was tested with crep2 lot number 684097, with an expiration date of 02/27/2014. The field service representative found that acid wash was dripping from a needle in the cuvette washing unit. He corrected the issue. The next day the analyzer was running ok.

Manufacturer narrative:
The investigation determined the cause found by the field service representative can explain the observed behavior and the solution was reasonable. The instrument works within specification.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.